Event description:
It was reported that the patient was taken to hospital by their parent due to hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 18.3 mmol/l (324 mg/dl). The pod was not worn, since the patient was not able to get a pod to connect to their personal diabetes manager (pdm). Symptoms reported include feeling tired. The patient was treated with 6 units of lantus insulin through injection. Ketone value of 0.1 mmol/l was reported. The patient was released the same day, after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.